Manufacturer narrative:
(B)(4). Batch # unk. Maude report number: mw5088965. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. No contact information provided, there, no follow up could be conducted.

Event description:
It was reported that post-op of a laparoscopic left radical nephrectomy with partial ureterectomy and lysis of adhesions (complicated procedure due to prior abdominal surgery with intra-abdominal adhesions) and retroperitoneal lymph node dissection lysis of intra-abdominal intestinal adhesions bleeding occurred. Ccat called morning of pod #1, patient transferred to ICU as he was unstable, hgb drop from nineteen to fourteen within twelve to fourteen hours post-op. Had a large retroperitoneal bleed.